Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the stimulator does not work. The patient has not used the stimulator for 1 to 1.5 years and did not have a patient controller to turn the stimulator on. The patient is scheduled for an MRI of the lumbar spine. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the patient¿s ins is overdischarged and that they needed an MRI for an unrelated issue. The MRI was for problems on their right side back and they were in quite a bit of pain. The ins was not for this area of her body. The ins was implanted for the patient¿s legs. The patient reported she had not charged or felt stimulation in about 2 years and indicated that she tried to charge implant and found it would not charge. The patient had tried to charge about 2 years prior to report. The patient tried to connect again and it was unsuccessful. The patient was redirected to their healthcare provider (hcp) to help them get out of overdischarged state. No further complications were reported/anticipated.